Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2024. This was complicated by severe right ventricular dysfunction requiring central right ventricular assist device (rvad), and led to a very long hospital course. There were numerous issues which included a need for tracheostomy for recurring respiratory failure/bronchial obstruction with recurrent intubation ventilation, prolonged rvad support, development of acute kidney injury (aki) with need for continuous and prolonged dialysis, severe intensive care unit myopathy, vocal cord dysfunction leading to percutaneous endoscopic gastrostomy tube placement complicated by multiple episodes of bleeding related to this. The patient developed recurring hypoxemia on (B)(6) 2024 with oxygen saturation in the 70s requiring replacement of the ventilator support. After extensive discussion with patient, family, and care team, the patient expressed that they were ready to withdraw care given the low probability of ability to recover further and exit the hospital to a normal quality of life. The patient's wishes were respected, and their heartmate 3 support was withdrawn resulting in their rapid passing in the presence of their family. The patient passed away on (B)(6) 2024 at 17:40.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. No product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure (including right heart failure and renal dysfunction), bleeding, and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.